Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they had changed the battery and blank display and unexpected restart alarm. The troubleshooting was performed (not pertaining to pump recently stored or not in use for extended period of time) and receiving another unexpected restart alarm after a battery change. The customer was advised to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.